Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopy cholecystectomy procedure that the device mis-fired several times. The clips partially fed but not to the end of the jaws and the clips partially closed. The handle felt like it was clicking and or crunching while firing. One of the mis-fires delivered a scissored clip. Another el5ml was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r93r4z. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.